Event description:
It was reported "when the proseal was being introduced into a patient, the tubing snapped off at the connector site. Part of tubing remained inside connector". No patient harm or injury reported. Patient condition reported as fine.

Manufacturer narrative:
Qn# (B)(4). The sample was returned and sent to the manufacturing site for investigation. The manufacturing site reports: "the device was discol oured as compared with a blank new retained sample. On closer observation at the failure location, there were some jagged edges (symptoms of cracks due to force) on the broken connector. The jagged edges at where the connector split appeared to be ruptured by force." A device history record review was performed and no relevant findings were identified. Based on the investigation performed, the reported complaint has been confirmed. The root cause is user related. A concentrated detergent or overrun holding time could have possibly adversely impact the sturdiness of the connector properties which could result in connector broken when external forces applied to it.

Manufacturer narrative:
Qn# (B)(4).

Event description:
It was reported "when the proseal was being introduced into a patient, the tubing snapped off at the connector site. Part of tubing remained inside connector". No patient harm or injury reported. Patient condition reported as fine.